Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The user reported that this device does not have electrical power. There were no known environmental electrical conditions outside normal use conditions at the time of the problem. If this device loses power during use, anesthesia and ventilation will continue, powered by the connected drive gas source, and the electronics are powered by the internal back-up battery for up to 90 minutes without reduction in performance, but extended use could require switching to manual delivery or changing the anesthesia system. We will consider that the failure of the fuse could pose a health risk.